Manufacturer narrative:
(B) (4). The ge service rep found the system was getting a high ma error in the low dose. He adjusted the ma overshoot and ma null and ma wave form. He performed a filament calibration and uploaded the calibration files. The system functioned as intended.

Event description:
The customer reported that the system was displaying high ma error messages.